Manufacturer narrative:
(B)(4). Event occurred in japan. Visual evaluation of the returned product found the suture line has been sealed in the blister seal. The sterility of the device has been compromised. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the distributorship that the product arrived with a suture stuck in the seal of the packaging. There was no patient involvement. Attempts have been made and no further information has been provided.